Event description:
It was reported that this right atrial (ra) lead had a high out of range pace impedance measurement, that was greater than 3000 ohms. Noise oversensing was seen and the patient felt tired and a lack of atrial pacing, likely due to the noise. It was found that the lead had insulation damage. The right atrial (ra) lead was abandoned surgically and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.